Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Images within the journal article have been reviewed. There is no dislocation depicted. As stated within the article itself, no loosening is depicted. Nothing indicative of a product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿eighteen-year results of cementless tha with alumina-on-hxlpe bearings in patients <30 years old a concise follow-up of a previous report,¿ by young-hoo kim, et al, published by the journal of bone and joint surgery (2020), vol. 102-a, no. 14, pp. 1255-12559, was reviewed. The purpose of this study was to evaluate the long-term functional outcomes as well as the radiographic and CT results associated with the cementless ultra-short femoral stem (immediate postoperative stability; depuy) with a 28-mm alumina forte ceramic modular femoral head (biolox forte; ceramtec) implanted in 60 hips between may 2000 and april 2002 after a mean duration of follow-up of 17.8 years. Implanted depuy products: all patients received the following products: duraloc acetabular cup, marathon hxlpe polyethylene liner, 28-mm biolox forte ceramic femoral head, and an ips femoral stem. Radiographic images: fig 1-a and 1-b capture a well-positioned and fixed hip. This report is a follow-up to an earlier reported captured in (B)(4). This complaint will capture the events that were not previously reported. Results: 1 femoral stem revised to treat aseptic loosening. 2 cup, liner, and head revisions to treat dislocations at 3 and 6 months postoperatively.